Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their stimulation and the issue began a week ago. Patient stated the original controller they had never went up past 6.2 and after 6.4 the vibration started to hurt. Patient noted the new controller they were sent was all the way up to 7.6 and the coverage in their knees was not there and it was vibrating up on their thigh. Patient was not getting coverage for their knees. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had been reprogrammed by a rep before. Agent redirected patient to their hcp and reviewed role of representative.